Event description:
It was reported that the patient was deceased and died approximately six weeks after implant. It was also reported that several ventricular fibrillation/ventricular tachycardia events were treated. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One ventricular non-sustained tachycardia =190 ms average ventricular-cycle on (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received noted the cause of death to be myocardial infarction with ventricular fibrillation. Last device check one month before death noted normal device function. Past medical history provided as ventricular tachycardia and ischemic cardiomyopathy. An autopsy was performed and the death is noted to not be related to the device system . The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One ventricular non-sustained tachycardia =190 ms average ventricular-cycle on (B)(4)-2011.